Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the wire guide included. During a visual inspection, there was a crack observed in the catheter at 28.6 cm and a break in the catheter at 87.7 cm from the distal end of the proximal hub. There were bends observed in the catheter at 81 cm and 91 cm from the distal end and several kinks in the catheter at approximately 19.8 cm, 77.6 cm, 78.1 cm and 99.3 cm from the distal end of the proximal hub. Despite the break in the catheter, no section of the catheter material appeared to be missing. Due to the condition of the catheter, a functional test on the balloon material could not be performed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The user is advised to visually inspect the device before using it. The instructions for use state: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The additional information provided indicated the balloon did not receive negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use advise the user: ¿to facilitate passage through the endoscope, apply negative pressure to the device." The additional information provided indicated that it is unknown if lubrication was applied prior to advancement through the endoscope. Another possible contributing factor to a hole in the balloon material is failure to lubricate prior to advancement through the endoscope. The instructions for use direct the user to: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Damage in the catheter can occur if the device experiences excessive pressure during general handling. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this event: based on the information provided that negative pressure was not applied to the balloon, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product. H3 other text : investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the wire guide included. During a visual inspection, there was a crack observed in the catheter at 28.6 cm and a break in the catheter at 87.7 cm from the distal end of the proximal hub. There were bends observed in the catheter at 81 cm and 91 cm from the distal end and several kinks in the catheter at approximately 19.8 cm, 77.6 cm, 78.1 cm and 99.3 cm from the distal end of the proximal hub. Despite the break in the catheter, no section of the catheter material appeared to be missing. Due to the condition of the catheter, a functional test on the balloon material could not be performed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis.

Event description:
During a pyloric dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon was inflated to 18 mm and then 19 mm with the proper pressures. The dilation was successful up to that point. When the they tried to inflate to 20 mm, the balloon did not keep its pressure and appeared to spring a leak. When that was discovered, the doctor decided to stop and was happy with the dilation up to 19 mm. It was completed successfully. There was no reportable information at that time. The device was received at cook for evaluation on (B)(6) 2017. The device was found to have the catheter broken in two (2) locations.